Event description:
It was reported that during the implant procedure, the guidewire was stuck inside the left ventricular (lv) lead. The lv lead was pull out and replaced with the new lead. The patient was stable throughout.